Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 460 mg/dl. Customer went to the emergency room for diabetic ketoacidosis (dka) and was treated with saline and intravenous drip. After 3-4 hours, customer left the ER in stable condition. Customer suspected the pump was the cause of event. A pump system check was performed with tandem technical support and pump was found to be functioning as intended. Customer acknowledged the results of the test.